Event description:
The customer reported clear fluid leaked on the rear, right side of the unit involving coulter lh 780 hematology analyzer. The customer stated the fluid leaked onto the counter. The customer had on personal protective equipment (ppe): gloves and a laboratory coat during the incident. Patient results were not impacted. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this incident. The field service engineer (fse) traveled to the facility to assess the unit.

Manufacturer narrative:
The field service engineer (fse) observed a slow fluid leak at the rear of the unit. The fse discovered the tubing at valve 114 had a hole causing the fluid leak. The fse replaced the duro tubing and the silicone pinch valve sleeve to resolve the fluid leak issue. The unit conformed to the manufacturer's specifications. Eval code: sleeve. The customer has an exposure control/risk management plan at the facility. (B)(4).